Event description:
Customer believes her micro is reading high. She stated she overdosed sometime prior to november based on readings from the micro and had to call the paramedics. The morning of the incident she checked her blood sugar then had her breakfast. She doesn't recall the exact reading, date or time. Then she took her insulin based on the meter reading and what her carbs were. She went to the grocery store and felt a little shaky while in the store. She was holding on to the basket then they sat her down. The grocery store called the ambulance while in the store. Her husband asked someone to give her a coke and she drank some of it. She felt she overdosed herself due to the meter reading higher than what her blood sugar was. The paramedics did not give her any treatment, but monitored her blood sugar to make sure it was rising. She realized the meter wasn't accurate when she went to the doctor in (B)(6) and tested the meter against her accu-check meter and the relion micro meter read higher than the other meter. At that time the doctors said don't use it. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.